Event description:
Material: 305916 lot: regx0368. It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: verbatim: ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): 2024-07-24. Site name/location: (B)(6). Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet (health canada): incident details: connected needle to meningococcal vaccine syringe and depressed to let out air. Needle seemed jammed and despite applying pressure I could not release anything from the syringe through the needle. I discarded the needle into the sharps bin and replaced with another needle which worked well. Lot number for the needle is regx0368. Device name/description: needle hypodermic safety 25ga x 1 in. Manufacturer: becton dickinson canada inc. Manufacturer code/model: 305916 serial or lot number: (B)(6). Device expiry date (yyyy-mm-dd): unknown. Supplier:(B)(4). Supplier catalogue number: 308-305916. Was the device retained? No. Additional information provided: 1) any sample or photo available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? 2) what was the impact to the patient? 3) is the needle and syringe separated as a result of pressure applied due to clog/jamming of needle? 1) unfortunately, there are no photos available. 2) none reported by the rn. 3) no, the need and syringe did not separate. The employee reported that she connected the needle to syringe and depressed to let out air. The needle seemed jammed and despite applying pressure, she could not release anything from the syringe through the needle. She proceeded to discard the needle into the sharps bin and replaced it with another needle which worked well.

Manufacturer narrative:
Device evaluation: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.